Event description:
While placing an IV on a difficult stick, the patient had already been poked multiple times, the blue catheter of the 22g IV that was successfully placed seems to be faulty- hole in the catheter. The hep lock was changed 3 times hoping it was that or the connection but can hear the air flow out of the hole of the catheter. Resulted in further pokes for this poor patient. Lot #5197336 expiration 7/1/25 packaged date 6/30/25.